Event description:
This lead was removed due to a micro-fracture that was causing varied eri estimates for the associated pacemaker. Each time the device was interrogated, a different eri estimate would appear. The physician has chosen to retain these devices, so they will not be returned.